Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va0ldpq, implanted: (B)(4) 2014. Product type lead . If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient requested the removal.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va0ldpq, implanted: (B)(6) 2014, product type: lead. No allegation of malfunction was made against the ins only that the system was explanted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was having system explant and during the procedure when the surgeon attempted to remove the tined lead the lead snapped and despite the surgeon's efforts to retrieve the lead fragments part of the lead remains implanted in the patient. The reason for the system explant is unknown and patient status is unknown at the time of this report. There were no further complication reported or anticipated.